Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch# mw5098941 two photos of representative samples were received by our quality team. Due to no sample or photos of the actual device involved, the issue could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A possible root cause could not be determined within the scope of this evaluation. Investigation conclusion: process description: the spinal needle sterile 25ga 3-1/2in quincke, material number: 405180 is manufactured in (B)(4). Bd (B)(4) manufactures the spinal needles on automated equipment called tic machines. This lot was assembled in the tic 3. The insert molded spinal needles molded on this machine consist of two sub-assemblies: one (1) cannula /hub and one (1) stylet/handle. Each sub-assembly process consists in the loading of the cannula/stylet onto an automatic machine in which the following processes are performed in order to complete the needle assembly: feeding of the cannula/stylet onto an index table, placement of the cannula and the handle onto the stylet and shield assembly. After acceptable in-process and final inspections, the needles are transferred to the packaging process. The needles are packaged in the multivac blister packaging machine. The blister packaging process consists of the following steps: loading of the top web, bottom web and needle sub-assembly in their respective stations. Afterwards the blisters are sealed and then cut into individual units. The blisters are then transferred via a conveyor to the packaging area for manual packaging into the shelf and case cartons. Device history record review for the complaint lot 2424522 was assessed and for all inspection (in-process 16 units at start up and 8units every 4hrs) were completed for this lot does not show discrepancies related to broken, bent or cannula imperfection. All the inspections were performed as established per procedures with satisfactory results. Incoming inspection records were verified for cannulas affected by this complaint. Cannulas lots used to assembly final lot were material 30945 lots 8009722, 7338639, 8033767 and 8033764. All inspections were executed at incoming inspection and results meet expected cannulas characteristic. As part of the inspection of the cannula visual inspection using ansi/asq z1.4 level ii aqls 0.10 and 0.25 is done to following characteristic: split cannula, scored cannula, stains or burnt points, exterior surface, clogged cannula, exterior surface (free of nicks, spiral and/or drawing marks), burrs, bowed/bent cannula. Instructions included in the IFU states as follows: straighten a bent needle care should be taken to avoid needle damage. Repeated repositioning may increase the risk of needle breakage. Observe carefully during procedures. Remove spinal needle and introducer needle together. Replace with a new needle. Conclusion(s): due to no samples were provided for evaluation and the fact that documentation of lot complies with requirements, bd cannot confirm that customer reported failure occurred during product manufacturing process phase at (B)(4). Probable root cause: based on the limited information provided for the investigation, no actual samples were provided, two (2) photos of a representative sample was provided. A possible root cause could not be determined within the scope of this evaluation, for the (B)(4) manufacturing phase. The manufacturing records were reviewed for the incident lot and no discrepancy or non-conformance were identified that could have contributed to the reported condition.

Event description:
It was reported that the needle spinal s/su 25ga 3-1/2in quincke experienced a needle that broke/pulled out of hub. The following information was provided by the initial reporter: material no: 405180 batch no: reported 8166755. Surgeon used a 25 gauge spinal needle during anterior cervical decompression with total disk replacement, c6-7 and c5-6. Unfortunately, 3mm tip broke off in the bone. Surgeon had evaluated to decided to leave it in as it was impossible to retrieve the tip without removing a very large piece of bone.